Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The jaws would not open and close.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy procedure, for the first firing, they checked the jaws opening/closing, then the surgeon clamped the tissue and pushed the green firing mode button, however the status indicators did not flash green. The surgeon did not clearly remember if the status indicators were illuminated green or not. The physician replaced the cartridge and the firing was completed. They used another 4 new cartridge for this procedure and the firings were successful. The status of the patient is no problem.